Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the jaw would not open after firing even though some clips were present. Another device was used to complete the case. There were no adverse consequences to the patient.